Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The patient reported that in 2009, she felt ill and she began to vomit. She stated that she was hospitalized with elevated blood glucose of 931 mg/dl and ketoacidosis. She stated she was unconscious in a diabetic coma. She was treated with an insulin drip. Her normal blood glucose range is 150-170 mg/dl. No further information is available. The infusion device was replaced and requested to be returned for evaluation.